Event description:
It was reported that the catheter was inserted into an internal jugular vein of a child undergoing cardiac surgery. Before insertion, all three lumens of the catheter were irrigated with a heparinized saline solution using a 20ml syringe. All lumens were verified patent with no apparent abnormality. In the course of surgery, while flushing the 20g lumen by hand using the pump in a tuta transfusion pump set, it was noted that the transducer, connected to one of the 23g lumens of catheter, recorded a pressure >300mmhg. A fistula between the two lumens was suspected, so connections were switched. Flushing, using the hand pump into 23g catheter, similarly caused a pressure of >300mmhg from transducer now connected to 20g lumen. Upon removing the catheter from patient at the end of surgery, the 20g lumen was again flushed with heparinized saline & it was noted fluid emerged from the 23g proximal exit hole. It was also noted that the 20g lumen end was occluded with a blood clot. User suspected that use of a hand pump was capable of generating very high pressure, which if combined with the presence of a blood clot in lumen may create communication with another lumen of the catheter & serious consequences may ensure particularly by inadvertent administration of drug being infused into another lumen. There were no reported patient complications as a result of this occurrence & the practice of using in-line hand pumps to flush central venous catheter lines has been discontinued.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.